Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the t1 implant of two (2) fast fix 360 devices was implanted without problem, but the t2 implant did not go down and it was impossible to implant it, it remained a few millimeters away from the bevel of the system. The t1 implant of both devices was removed from the patient, however it is unknown how they were removed. The procedure was successfully completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A visual inspection found two devices were returned. The first device was returned with both t1 and t2 on the needle but the needle was severely bent in multiple locations. The second device was returned without suture or anchors with the actuator in the pre t2/post t1 deployment position. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended force applied to the needle of the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.